Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 7482a51, serial# (B)(4), product type: extension; product ID: 7482a51, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the devices were replaced and functioning with no issues. The old devices wouldn't be returned and were discarded due to hospital policy.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 7482a51, serial# (B)(4), product type: extension; product ID: 7482a51, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances was unknown. The ins was scheduled for replacement on (B)(6) 2019 with a possible extension replacement if needed. Additional information was received from the rep: it was reported that the doctor completed a bilateral extension replacement and replaced the left ins. No electrodes were out of range after the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high impedances. The patient was having their battery replaced on (B)(6) 2019 and the issue wasn¿t resolved at the time of the report.